Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was being replaced for routine battery depletion. During the pump replacement, the catheter was found to be broken. The catheter was broken prior to the surgery, but it was unclear when it broke. The catheter was replaced. No patient symptoms were reported. The pump was used to deliver morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.